Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that he customer's blood glucose (bg) level was 341 (mg/dl) due to recently eating carbohydrates. Reportedly, the customer delivered a bolus via the pump prior to contacting tandem technical support to address bg level. Follow up with the customer confirmed the customer's bg level had lowered to 215 (mg/dl).